Event description:
Preceding/simultaneous bone augmentation. Sinus lift/bone grafting done at the same time of implant placement. Asymptomatic. It's possible bone quality wasn't there or patient did not follow proper post op instructions.